Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: returned product consisted of a sterling sl balloon catheter. The balloon was loosely folded, with fluid in the balloon and the inflation lumen. The tip, balloon, markerbands, inner/outer shaft (lumen) and hub were microscopically and visually inspected. Inspection revealed a perforation of the inner shaft that was located inside the hub. Functional testing was conducted by attaching an inflation device (filled with water), applying positive pressure. When pressure was applied, water was found to be leaking from the hub of the device. Investigation of the remainder of the device found no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the femoral artery. The 50% stenosed 200x 1.5to 4mm, eccentric, de novo target lesion was located in the mildly tortuous and mildly calcified doralis pedis artery. A 2.0mm x 80mm x 150cm sterling sl balloon catheter was advanced for dilation. However, when the device was placed in the lesion to performed the plasty, it was noted that there was blood flow in the insufflator and the balloon was broken. The device was removed and outside the patient's body, it was insufflated and was confirmed that it was broken. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a balloon rupture occurred. Vascular access was obtained via the femoral artery. The 50% stenosed 200x 1.5to 4mm, eccentric, de novo target lesion was located in the mildly tortuous and mildly calcified doralis pedis artery. A 2.0mm x 80mm x 150cm sterling sl balloon catheter was advanced for dilation. However, when the device was placed in the lesion to performed the plasty, it was noted that there was blood flow in the insufflator and the balloon was broken. The device was removed and outside the patient's body, it was insufflated and was confirmed that it was broken. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.